Event description:
It was reported that the mega suturecut needle driver instrument had a broken cable. No fragment fell into the patient. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suturecut needle driver instrument for evaluation. Failure analysis is in progress. Therefore, the root cause of the customer reported failure mode has not been determined yet. A follow-up MDR will be submitted if the product evaluation is completed and/ or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the grip hub and idler pulley. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. Additional observation not reported by site: the instrument was found to have blade damage at the tip of the blade. Both blade edges were indented, which prevents the blades from closing. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.